Event description:
The patient via a healthcare provider reported that the patient's implantable neurostimulator (ins) was not working. The patient felt that it was an issue with the battery. These issues started a couple of months prior to the report. There were no patient symptoms reported. The patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2016, where they identified the healthcare professional (hcp) that they were working with. They noted that the unit did not recharge, and that the batteries were okay two years ago but had declined to dead in the last year. They also noted that it just took a long time to recharge, stating that it took 1/2 day. They turned on the unit after recharging, and it ran for one to two minutes before going dead. They had notified their pain control doctor that it needed "repairs" monthly over the last year. The issue had not been resolved, and they needed it to work, charge, and run normally. Another response was received from the patient on june 23rd stating that they had notified their managing physician of the issues, but no appointment dates were made. The "batteries" would not charge any longer and there was a dead battery. They had attempted to ch arge the battery, but noted that the battery only charged for two minutes and then reads full until they switched on the stimulator. Then the battery would show dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the replacement occurred on (B)(6) 2018 due to being at risk for spinal cord failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was getting a MRI for back pain (confirmed to be unrelated to the device/therapy). The patient had told the hcp their ins was no longer working, and they were scheduled to get a new ins later in the month of (B)(6) 2018. No further complications were reported or anticipated.